Event description:
The customer observed falsely depressed results for sodium and falsely elevated results for co2 when processed on the alinity c processing module. Results were reported to the medical provider. Following data was provided from (B)(6) 2025. Sid (B)(6); initial results = 118 mmol/l and repeat results = 138 mmol/l. The customer uses reference range for na = 136-145 mmol/l. Sid (B)(6); initial results = 45.0 mmol/l, repeat results = 23.0 mmol/l the customer uses reference range for co2 = 22-29 mmol/l. There was no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Troubleshooting performed by the customer including cleaning cuvettes as instructed by the field service representative (fsr) as the cuvette wash stopped before completing yet the customer proceeded to run patient samples. A definitive part was identified as likely cause for the issue, therefore, the alinity c, serial # (B)(6) was deemed the likely cause. The instrument service history review revealed no additional tickets for the module generating message codes 4402, 2559 and 3062 and multiple assay discrepant patient results. A review of complaint and trending data for the alinity c, serial # (B)(6) did not identify any similar issues described in this complaint. A review of historical data with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for a1 patient identifier: sid (B)(6).

Event description:
The customer observed falsely depressed results for sodium and falsely elevated results for co2 when processed on the alinity c processing module. Results were reported to the medical provider. Following data was provided from (B)(6) 2025. Sid (B)(6); initial results = 118 mmol/l and repeat results = 138 mmol/l. The customer uses reference range for na = 136-145 mmol/l. Sid (B)(6); initial results = 45.0 mmol/l, repeat results = 23.0 mmol/l the customer uses reference range for co2 = 22-29 mmol/l. There was no impact to patient management was reported.